Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular pace/sense lead had an increased short interval count (sic) and non-sustained tachycardia (nst) episodes with what appear to be noise. It was also reported that the lead was fractured. During the lead revision procedure it was noted that a section of the outer (B)(4) sheath of the right ventricular defibrillation lead was peeled back. This occurred distal of the lead trifurcation. The silicone section that was revealed felt and looked normal. The pace/sense lead was capped and the pace/sense portion of the defibrillation lead was connected to the device. No patient complications were reported as a result of this event. It was further reported that the pace/sense portion of the right ventricular defibrillation lead was showing nst episodes with short intervals and oversensing also leading to inhibition of pacing. Lead impedance has also been increasing since (B)(6) 2011. The patient has been feeling...

Manufacturer narrative:
...Syncopal, no further complications were reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and revealed an increase in the ventricular impedance from 494 to 893 ohms. It was also noted that a patient alert was triggered for lead failure prediction, there were 12 ventricular non-sustained tachycardia episodes sensed and ventricular short interval counts averaged 1.8 per day.

Event description:
It was reported that the right ventricular pace/sense lead had an increased short interval count (sic) and non-sustained tachycardia (nst) episodes with what appear to be noise. It was also reported that the lead was fractured. During the lead revision procedure it was noted that a section of the outer polyurethane sheath of the right ventricular defibrillation lead was peeled back. This occurred distal of the lead trifurcation. The silicone section that was revealed felt and looked normal. The pace/sense lead was capped and the pace/sense portion of the defibrillation lead was connected to the device. No patient complications were reported as a result of this event.